Event description:
The hcp reported that on the fourth lesion of a tuna procedure, it was noted that one of the needles would not fully retract into the cartridge. No complications to the pt were reported.